Manufacturer narrative:
When the affected sample was tested on the cobas b123 analyzer, the ph result of 7.6 was flagged, alerting the user there was a problem with the result. Analysis of the calibration signal of the ph sensor indicated that the slope was steadily decreasing from the time of the installation until just prior to a calibration that had failed on (B)(6) 2014. The ph measurement was performed just prior to the failed calibration. A review of the device history record was performed and retention samples of the sensor lot were tested regarding this issue. The device history record showed no indication of the reported issue and the tested retention samples did not show the issue reported in this complaint.

Manufacturer narrative:
Date received by manufacturer - it has been confirmed that the date received by the manufacturer is (B)(6) 2014. The involved patient was not adversely affected. No results were reported outside of the laboratory. The test was performed at 12:29pm. Controls were not ok on this analyzer at 4:10am.

Event description:
According to the nurses in the ICU at this customer site, they have had an ongoing issue with results from an unspecified number of patient samples when results are compared between a cobas b221 analyzer and a cobas b 123 analyzer. Results are completely different from one analyzer to the next. The customer only provided information for one patient sample tested for ph. Control recovery on both analyzers has been comparable. This medwatch is being filed for the cobas b123 analyzer. Refer to the medwatch with a1. Patient identifier (B)(6) for the report on the cobas b221 analyzer. When the affected sample was run on the cobas b123 analyzer, the ph result was 7.6. The sample was then tested for ph immediately after on a cobas b221 analyzer, resulting as 7.447. It was asked, but it is not known if erroneous results were reported outside of the laboratory or if the patient was adversely affected. No adverse events were alleged.

Manufacturer narrative:
This event occurred in (B)(6).